Manufacturer narrative:
Patient information was not made available from the site. A medtronic field representative, followed up with the site, and reported that the issue was resolved over the phone by having the site staff press and hold the 'm' button. Gantry had gained its home position and became ready for use. No parts have been received by the manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, using their imaging system, a message popped up saying the gantry requires a re-calibration to regain its home position. Medtronic technical service expert was able to resolve the issue over the call. No further issues were reported. The site decided to complete the procedure without the use of imaging system. There was a delay of less than 1 hour. The issue occurred after the procedure.